Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to her charging every 10 hours was that the stimulator (ins) wasn't set right and turned up too high. The patient reported that they talked to a manufacturer¿s representative and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their neurostimulator (ins) that was implanted for failed back surgery syndrome and spinal pain. It was reported that patient charges every 10 hours and it has been that way since implant. It was reviewed with patient that programmed parameters can affect recharge interval and they could request recharge interval calculation the next time they have an appointment with the hcp. Patient was going to consider calling the hcp office. Patient added that a friend of hers has a competitor's system and her friend was using a sticky patch and she thought she could try with her system as well. No symptoms were reported and no further complications were reported/anticipated.